Event description:
Patient 840 ventilator screen went blank and alarms sounded, however ventilator continued to function. Removed from service. Same problem occurred in the same ventilator in (B)(6) 2020. Control board replaced, back in service october 20, 2020. Control board needs to be replaced again.